Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualizing particles in the device. The patient alleged having headaches, nose/throat and eye irritation/soreness. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, nose/throat and eye irritation/soreness related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d5 was previously missing and has been correctly updated. Section h6 has been corrected and updated in this report.

Manufacturer narrative:
Additional information was received on jun 01, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, nose/throat and eye irritation/soreness related to a bipap device's sound abatement foam. Additional information was received about the allegation of device overheats and has burning smell, device hot to touch and device emits strange odor, burning smell/electrical odor there was no report of serious patient harm or injury. Section h6: medial device problem codes has been updated in this report.